Event description:
The dealer states the joystick was bad again. (B)(6) in customer service troubleshoot with the tech and the dealer and it was actually the joystick cable that was defective once relocated it worked fine.